Event description:
Reporter states customer received a result of 277mg/dl with low blood glucose symptoms while using the advantage system. Paramedics were called, tested customer with result of 29mg/dl on their meter. Paramedics gave customer a shot of glucose; 10 minutes later retested her with a result of 74 mg/dl. Reporter states customer was starting to become more alert. Customer was transported to the hospital. No quality controls were run during the call. A request was made for return of the suspect product and a replacement was sent.